Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Visual inspection revealed no abnormalities with the device. A flow rate test was conducted and determined that the device had a flow rate that was within specifications. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 0.5 ml/hr infusor underinfused during patient use. A volume of 40 ml was infused over the course of 144 hours. The device was filled with a 40-ml solution of fluorouracil and saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.